Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the both the capture threshold and pacing impedance measurements exceeded acceptable limits. A replacement lead was used to complete the procedure, with all parameters within normal limits. The patient was in stable condition.

Manufacturer narrative:
The reported events for high pacing impedance and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The tines were complete and intact. Electrical testing did not find any indication of conductor fractures or internal shorts.